Event description:
It was reported that during an open gastric bypass revision, the device fired but would not open. The surgeon tried to articulate the device but it would not articulate. The product was removed after breaking it with a rib cutter. The surgery was porlonged over an hour. No additional information is available at this time.